Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user performed a factory reset and re-paired the device. The user was afraid to meal announce because of previous low blood glucose (bg) experiences. The last low bg episode was on (B)(6) measuring at 60 mg/dl. The user was sweaty and treated with a glucose tablet independently.